Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room due to hearing patient alerts. The left ventricular lead had warnings for "bad" impedances and thresholds. The lead remains in use. No patient complications have been reported as a result of this event.